Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the respiratory therapist (rt) was performing a ventilator check during patient use, and the touchscreen and soft keys were nonresponsive to touch. The rt attempted to clean the touchscreen, allowed it to dry, and could not change ventilator settings as the touchscreen was still nonresponsive. The ventilator continued to ventilate the patient. The rt decided to change to another nkv-550 ventilator. There was no harm to the patient. The logs confirmed that the touchscreen was nonresponsive to touch, and after a power cycle, the issue was resolved.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.